Event description:
Pt revised due to loose tibia component.

Manufacturer narrative:
Examination was not possible, as no product was not returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not identified. Should additonal information be received the investigation will be reopened. Depuy considers the investigation closed.